Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿3 weeks ago¿ on an unknown date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, about three weeks prior to the receipt of this report, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unknown antibiotics (intraperitoneal, doses, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient was considered recovered from the peritonitis event. Although no breach in aseptic technique was reported, the patient was retrained in aseptic technique. Action taken with pd therapy was not reported. No additional information is available.